Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the cap of a bd vacutainer® ssttm ii tube with hemogard¿ closure popped off during centrifugation. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel airbubbles with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure modes for gel smearing and decapping were not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel airbubbles with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and gel smearing and decapping were not observed. Root cause description: based on the investigation, the true root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.